Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and not detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had 6 failed cubies. A field service engineer removed malfunctioning cubies and replaced them with a functioning cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.